Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: c. Seal the puncture: step 5 - "cut the suture below the clear stop. Remove the tamper tube using a slight twirling upward motion." Step 6 - "gently pull up on the suture. Push down on the skin using a sterile instrument. Cut the suture below the skin level, making sure to cut below the black compaction marker." The complaint can be confirmed since the tamper tube was left inside the patient body. Based on the available information, the exact root cause of the event cannot be determined but similar failure can occur if the user fails to follow the IFU instructions and remove the tamper tube while completing the procedure. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation: md. Device manufacturer date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient had cardiac heart catheterization procedure approximately two years ago, where an angio-seal device was used to close the common femoral artery. During a recent subsequent procedure, it was discovered that the green tamper tube from the angio-seal device was left in patient's vessel from a previous procedure. The tamper tube was removed in the most recent procedure. Additional information was received on 20-nov-2020. It was the entire tamper tube was within the patient vessel. The type of procedure performed at the time the reported event was discovered was a common femoral endarterectomy and retrieval of foreign bod. The patient had claudication and it was found on computed tomography angiography (cta). The original procedure was performed at the same procedure of the procedure performed when the event was found. The patient was reported to be in stable condition. Hemostasis was achieved by manual compression.